Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (model zxr00, +17.5 diopter) was explanted from the patient¿s left eye because of patient experiencing blur. The lens was replaced with the different model, a zcb00 +17.5, the same diopter. Patient was alert and oriented at discharge. There was no incision enlargement, no patient injury, no vitrectomy performed. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.